Manufacturer narrative:
The customer contacted a siemens customer care center and reported that, "abnormal assay," flags were obtained on patient samples on a dimension vista 500 instrument across two days ((B)(6) 2020 and (B)(6) 2020). Although the dimension vista operator's guide indicates "abnormal assay flagged results: the result cannot be reported. Rerun the sample", the customer reported the results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced and auto-aligned the sample 1 (s1) mixer. The cse then reset the result monitor data, performed and verified mix service method, and performed align service method. The cse performed glucose and calcium precision runs on a patient sample. No errors were noted. The customer ran daily quality control (qc), which recovered acceptably. The device is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2020-00357 was filed for the discordant results that were obtained on 15-nov- 2020.

Event description:
A calcium result flagged with "abnormal assay" were obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The customer reported that they intend to repeat the patient sample. However, the customer has not completed the repeat testing. There are no known reports of patient intervention, or adverse health consequences due to the flagged calcium result.